Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if the issue arises again.